Event description:
It was reported that when using the or4 pyxis anesthesia es system, users reported that station was not communicating with the server for weeks. The customer stated that nurses had to retrieve medications manually, and no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had not communicated with the server for weeks. A technical support specialist checked the data sync logs, applied ka 000007152 (manual recovery required), but another retry error occurred. For that, ka 000014703 (retry mode: insert into tx. Encounteritemtransaction - mismatching adt.encounterpatientlocationkey) was applied, and the data sync was restarted to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.